Event description:
Contact reported the patient came in for a 3-mouth check up and the doctor noticed the egale screw has started to back out of the cervial plate. Surgeon has taken no action at this time.

Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angeled and fully tightened.